Manufacturer narrative:
B1: added product problem additional information the following information was received: cp depth was 6.5. Echocardiogram was called in and cp was repositioned with advanced heart failure cardiologist to recommended depth per instructions for use (IFU). The device is not available for return. Repositioning of the cp was successful.

Event description:
The complainant reported that a seventy-one-year-old male presented to the emergency department with a st-segment elevation myocardial infarction and was transferred to the cardiac catheterization laboratory. The patient was hypotensive at presentation. Coronary angiography demonstrated a chronic total occlusion of the left anterior descending coronary artery, and the right coronary artery was also occluded. Patient was additionally noted to be in heart block. The right coronary artery was treated with balloon angioplasty and stent placement. The patient was determined to be in cardiogenic shock, and the clinical team elected to implant an impella cp heart pump for hemodynamic support. The impella device was successfully implanted, and the patient was transferred to the intensive care unit. The following day, the patient was transferred to a tertiary care center for continued management. Upon arrival, oozing was observed at the impella vascular access site. A bedside echocardiogram revealed that the impella pump was positioned deeper within the left ventricle than recommended, and plasma-free hemoglobin levels were trending upward. The impella device was repositioned at the bedside under echocardiographic guidance. Systemic anticoagulation with heparin was temporarily held due to supratherapeutic levels. The patient subsequently required escalation of mechanical circulatory support, and an impella 5.5 device was implanted to provide higher levels of hemodynamic support. The impella cp was successfully explanted without reported complication. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d4 catalog number updated. H6 med dev prob code added a01, a24.